Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing came apart at the quick release in the middle of the night on its own while she was sleeping. She treated it with a bolus and changed her infusion set. The site location was patient's thigh and the pump was attached to her undergarments. The infusion had been in use for two days. The infusions were stored in the bathroom cabinet. She was unsure if her pump dropped with the set connected to the patient's body. No further information available.